Event description:
It was reported the patient had received two trial leads. It was reported the patient began to feel pain in her back and went to the emergency room on the afternoon of (B)(6) 2013. It was also reported the patient had a fever. The patient had been provided with antibiotics postoperative, but the patient reported she had not taken them. Follow up identified a culture had been taken and the patient had an elevated white blood cell count. The patient was placed on IV antibiotics, and it was reported the patient was improving. The leads were removed, and the infection had resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.